Event description:
The upper jaw of the device broke during an arthroscopic surgery. Surgeon reported that he had been putting force on the upper jaw when it broke. The break resulted from the application of excessive force by the surgeon.